Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 500 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and unable to confirm if the time is advancing. The customer also mentioned to have experienced a high blood glucose of 500 mg/dl due to unable to deliver insulin because of keypad anomaly issue. Customer did not mention any form of treatment for high blood glucose event. Customer's blood glucose reading was over 200 mg/dl the day prior to call. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.